Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose of approximation 600 mg/dl. Reportedly, the customer suspected the pump was not delivering insulin properly. During troubleshooting with tandem's technical support, the time was off by a few minutes. Customer corrected the time to address the event. Bg was addressed with a manual injection and the with a correction via the pump.